Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and case, a broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer received a button error alarm and buttons were not responding. Insulin pump would need to be replaced.